Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. Data was provided for investigation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.